Manufacturer narrative:
Motor control board malfunction.

Event description:
It was reported by service report that the bed was stuck at mid-height position. It is unk if there was pt involvement or if there are adverse consequences to report.